Event description:
The patient's mother reported that 4 weeks after receiving a generator replacement, the patient has been experiencing severe seizures which leave him 'twisted'. No other relevant information has been received to date.